Event description:
Revision surgery was reported due to instability.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned insert shows typical damage due to removing of the insert. A review of the complaint history shows no prior complaints with the listed lot. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. A definitive root cause cannot be determined. A review of the manufacturing history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.